Manufacturer narrative:
Sections with additional information as of 12-mar-2025: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter and test strips. Most likely underlying root cause: mlc-062: user had poor technique.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event is being submitted due to customer contacting pharmacist due to meter results. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. Pharmacist is calling on behalf of the customer; customer had gone to the pharmacy due to the meter results. Pharmacist is assisting the customer in obtained replacement product. Blood glucose test results of concern and the customer's expected blood glucose test result range were not provided. The customer feels well and did not report any symptoms. During the call, a back-to-back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 04/30/2026; product storage and open vial date were not provided. The meter memory was not reviewed for previous test result history.